Event description:
The pacemaker was interrogated knowing it was at eri. This lead failed to pace for about 4 seconds. On (B)(4) 2016 - only the pacemaker was explanted and replaced. This lead remains actively implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.